Event description:
It was reported that this lead was explanted together with a chronic capped lead. Inappropriate shock was reported although, no record was seen in the patient journal. Lead fracture due to friction with another device is suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.